Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary the product and photos were returned to depuy synthes for evaluation. Note: following investigation was performed by the supplier. The photo was of bad quality and the limited available information on it did not allow jabil to confirm at minimum the identification of the product in scope of this complaint and, therefore, jabil requested the product to be returned (product was received at jabil on 28-oct2025). Based on the visual inspection, dimensional measurements, and device history record (DHR) review, the complaint condition could not be confirmed as being a manufacturing defect. The returned wire exhibits significant damage, including a compressed tip, shortened length, and surface deep scratches, all of which are consistent with external manipulation after leaving jabil¿s control and not consistent with any defects that could have been caused during the manufacturing process at jabil. Visual inspection of the returned article has shown that the tip is completely damaged and compressed. Also, deep marks are visible all along the wire. Dimensional inspection has shown that the returned article is out of specification, being shorter as per drawing requirement. The DHR review showed no non-conformances, and all inspected features during production were within specification. The DHR review also showed that lot 58837p9 of article 292.190 was delivered to the customer j&j as non-sterile product, packaged in pouches of 10 parts. As observed on the returned product packaging, the sterile product as packaged individually (1 part per pouch). Therefore, the observed damaged condition of the returned article is attributed to further external handling outside of jabil¿s control, such as an incorrect usage of the wire, and is not a manufacturing-related defect. The overall complaint was confirmed as the observed condition of the k-wire ã¸1.8 l280 sst would contribute to the complained device issue. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part # 292.190s lot # 408l343 manufacturing site: werk selzach logistik release to warehouse date: 18-june-2025 expiration date: 7/1/2035 supplier:(B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 292.190.10-15 lot: 58837p9 manufacturing site: balsthal release to warehouse: 28-apr-2025 a DHR evaluation was performed for the finished device article # 292.190.10-15 lot # 58837p9, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the wire is missing a tip. No patient consequences were reported.